Event description:
It was reported that during implant the device would not display a battery voltage. The battery voltage displayed after the programmer was turned off and on but then the lead impedance measurements were displayed as greater than 3000 ohms. The time within the device was changed to 2:13am and when the 2:15 am battery and lead measurements occurred there were appropriate impedances displayed. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.